Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been short of breath since device implant. He feels worse when walking fast. The device checks have been ok, and the device is still in use. No patient complications have been reported as a result of this event.